Event description:
It was reported that a patient in the intensive care unit was receiving noradrenaline through the device, which was found to have cracked/leaked and the patient experienced a transient drop in blood pressure. The sedated patient awoke compromising ventalation. No patient sequelae were reported.